Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error alarm, test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify compromised force sensor alarm, low battery alarm and low reservoir alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming and insulin pump was buzzing. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 219 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.